Manufacturer narrative:
(B)(4). Catalog #: unknown but refered to as a cook lunderquist wire. Expiration date: unknown as lot # is unknown. MFR date unknown as lot # is unknown. Summary of investigational findings: no wire guide was returned to assist the investigation and without the actual complaint device(s) it is difficult to comment on the two lunderquist wires, which kinked at some point in the case. No imaging of the kinked wire guides was provided, but since the les wire is an exchange wire and not a selective wire, it is very unlikely that a les wire was in use when the dissection occurred. In the unlikely event that it was used to select the occluded icast, the unkinked les wire could have caused the dissection and then kinked but the kink could not have caused the dissection. On the contrary, because the kink would have relieved pressure on the wire's tip by directing force upwards into the thoracic aorta, the kink would have protected against dissection formation and enlargement. Since a kinked wire is useless, it would have been removed immediately after kinking. Consequently, the dissection cannot be attributed to les wire kinking. Cause of adverse events was observed. The renal artery was occluded by dissection. The imaging supports the operator's impression that the dissection was caused by stenting and not by post stent angioplasty. The report has been filed and cook medical will continue to monitor for similar reports.

Event description:
Description of the event according to complainant: the atrium icast stent kinked. It is not certain how it kinked. This led to no blood flow to the left kidney. That kidney will soon be dead. They tried to regain access. They went in with another atrium icast stent. They re-ballooned and dissected the renal artery with the new atrium icast stent taken out. They thought they were in the true lumen but once they ran a flush they realized that they had created a false lumen. Two lunderquist wires ((B)(4)) kinked at some point in the case. Patient outcome: a section of the device did not remain inside the patient's body. The patient did require an additional procedures due to this occurrence. According to the initial reporter, the patient will lose a kidney due to this occurrence.

Manufacturer narrative:
(B)(4). Catalog#: unknown but refered to as a cook lunderquist wire. Investigation is still in progress.

Event description:
Description of the event according to complainant: the atrium icast stent kinked. It is not certain how it kinked. This led to no blood flow to the left kidney. That kidney will soon be dead. They tried to regain access. They went in with another atrium icast stent. They re-ballooned and dissected the renal artery with the new atrium icast stent taken out. They thought they were in the true lumen but once they ran a flush they realized that they had created a false lumen. Two lunderquist wires (pr153841) kinked at some point in the case. Patient outcome: a section of the device did not remain inside the patient's body. The patient did require an additional procedures due to this occurrence. According to the initial reporter, the patient will lose a kidney due to this occurrence.